Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: cemented tibial component catalog # 00588000500 lot # 65245291 cemented option femoral component catalog # 00588001601 lot # 64996808 articular surface with hinge post extension catalog # 00588006012 lot # 65154693 g2: spain h3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-03589 0001822565-2023-03594 0001822565-2023-03595 h3 other text : discarded.

Manufacturer narrative:
Mechanical (g04) - stem. Initially reported MDR # 0001822565-2023-03593-1 was submitted in error. It is now verified that this device could have caused or contributed to the reported event. Therefore, this is reportable. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure post implantation due to pain and mobility of the tibia one year post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, patient was revised due to mobility of the tibia. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, patient was revised due to mobility of the tibia. The initial report was submitted in error and should be voided.